Event description:
Worker experienced a white discoloration on the tips of the right index finger, middle finger and thumb. The worker stated there was no pain and the symptoms lasted within twenty four hours. The worker treated burn under running water and no medical attention was sought. The hydrogen peroxide contact occurred when the worker unloaded a package and there was moisture found in the sterile pouch. The new vaporizer plate was installed and the plate was placed correctly.